Manufacturer narrative:
Device analysis: the returned product consisted of a 12.5mm x 14cm (p) ambicor fgs. Both cylinders had a leak in the cylinder body with wear at the fold and due to interaction with a sharp instrument. The pump functioned as intended. The reported inflation and deflation issues were confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional information provided in: b5, d10, h6. Additional manufacturer narrative: b3 - date of event entered is an estimated date because the exact date was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to patient dissatisfaction and issues with inflating and deflating the device. There was air in the system. It was further reported that the app device was deflating on its own. The device was no longer functioning properly after 12 years. The device issues began approximately two months earlier. The patient was implanted with a new 18cm x 12mm inflatable penile prosthesis (ipp) device with 100ml reservoir. It was also further reported that the device was explanted due to fluid loss.

Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to patient dissatisfaction and issues with inflating and deflating the device. There was air in the system. It was further reported that the app device was deflating on its own. The device was no longer functioning properly after 12 years. The device issues began approximately two months earlier. The patient was implanted with a new 18cm x 12mm inflatable penile prosthesis (ipp) device with 100ml reservoir. It was also further reported that the device was explanted due to fluid loss.

Manufacturer narrative:
Date of event: date of event entered is an estimated date because the exact date was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to patient dissatisfaction and issues with inflating and deflating the device. There was air in the system. It was further reported that the app device was deflating on its own. The device was no longer functioning properly after 12 years. The device issues began approximately two months earlier. The patient was implanted with a new 18cm x 12mm inflatable penile prosthesis (ipp) device with 100ml reservoir.